Manufacturer narrative:
(B)(6). This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.5/3.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Refractive surprise after misaligment was observed. It was reported that the refractive surprise was noted on (B)(6) 2019. Patients current ucva : 20/25, bcva 20/20. Lens remains implanted and lens repositioning is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b1- "adverse event" should be marked in the previous MDR. B3- "required intervention" should be marked in the previous MDR. D11- "injector system model: ftp, lot #: unk" should be added in the initial MDR. H1- "serious injury" should be marked in the previous MDR. H6- device code 2923 should be added in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- "lens was repositioned on (B)(6) 2019. The reporter indicated the repositioning went well." H6- patient code 3191- secondary surgical intervention- lens repositioning. Claim# (B)(4).